Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to backup operation (bvvi) mode due to an unspecified charging issue with the capacitor. This led to loss of defibrillation therapy. The patient reported symptoms feeling "funny", most likely feeling discomfort. The ICD was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed, and no anomalies were found. The cause of the backup operation was due to a power on reset (por).